Event description:
It was reported that a volume discrepancy occurred; the actual residual volume (8 milliliters) was greater than the expected residual volume (3ml). The patient had no symptoms whatsoever and actually requested that the dose be decreased. The dose was decreased from 750 mcg to 730 mcg per day. The device manufacturer representative had been paged about the refill on (B)(6) 2014 however when she called the office back, they were closed and she never got in touch with them until (B)(6) 2014. The refill had occurred on either (B)(6) 2014. The health care provider (hcp) had reported no attention dialogue boxes but the device manufacturer representative did not believe the logs were checked. The device manufacturer representative advised the hcp to bring the patient back in early for the next refill to check the volumes. It was noted they were uncertain if this was an issue because the discrepancy was wit hin specification and the patient had no symptoms. It was noted the refills were not typically off by this much according to the device manufacturer representative and hcp. The device system was used to deliver baclofen. It was later confirmed the patient had no symptoms. The device manufacturer representative communicated to the hcp that the discrepancy found at the last refill was within specifications. The hcp informed the patient to monitor for symptoms. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 8596sc, serial# (B)(4), implanted: (B)(6) 2011, product type catheter; product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type catheter. (B)(4).